Manufacturer narrative:
Investigation results did not find a bent/kinked soft cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. No damages were found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the legal guardian (lg) that the patient's blood glucose levels rose to 500 mg/dl while wearing the pod between 5 and 24 hours. When the pod was removed from the infusion site (arm), the pod cannula was found bent and leaking insulin. As treatment, a new pod was applied.